Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign material in gel, dirt on tubes and ink smear with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and foreign material in gel, dirt on tubes and ink smear was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 4 bd vacutainer® sst¿ blood collection tubes experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: fm in gel x4, dirty tube x1 . Added on (B)(6) 2019: dirt like ink on tube downside x2300.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd vacutainer® sst¿ blood collection tubes experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: fm in gel x4. Dirty tube x1. Added on 7/11/2019. Dirt like ink on tube downside x2300.